Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event of the patient feeling an electrical shock could not be confirmed through this investigation. The submitted log files contained no atypical alarms and appeared to show the pump operating as intended. The patient remains ongoing heartmate 3 lvas, serial number (B)(6) with no further reported issues at this time the reported event and subsequent investigation do not indicate an issue with the manufacture of the product, per the device history record review section of 50099-0021-011. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, heartmate 3 patient handbook, rev. A are currently available. Several sections of the IFU and patient handbook instruct the user on how to properly maintain their equipment in such ways that would avoid the user feeling an electrical shock. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had episodes of being ¿shocked¿ but their implantable cardioverter-defibrillator (ICD) was completely dead. There was concern the ventricular assist device (vad) was causing these sensations. Log files were sent for review. The event log file contained clusters of pulsatility index (pi) events as well as routine power source changes. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log files. Technical services recommended a system controller exchange if their was chipped paint that may be exposing the metal housing on the system controller.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.